Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, lack of mobility, damage to bone and tissue and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2012. There has been no reported revision procedure to date of the left hip. A review of the invoice history confirmed the surgery dates and indicates that all components were removed and replaced during the revision procedure of the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-04585/04588).

Manufacturer narrative:
The follow-up report is being filed to relay additional/corrected information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain, swelling, inflammation, lack of mobility, damage to bone and tissue, and elevated metal ion levels. Subsequently, patient underwent a revision procedure of the right hip on (B)(6) 2012. There has been no reported revision procedure to date of the left hip. A review of the invoice history confirmed the surgery dates and indicates that all components were removed and replaced during the revision procedure of the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2012 due to pain and loosening. Operative report noted the presence of clear fluid, metallic stained bursal tissue, osteophytes, fibrous tissue, lack of bony ingrowth on the cup, and discoloration of the acetabulum. The modular head, taper adapter and acetabular cup were removed and replaced.